Event description:
The pump was returned for investigation. Investigation revealed that the force sensor plate was contaminated. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The following information was inadvertently added to the initial report and should be omitted: unrelated to the complaint, evaluation revealed a scratched display screen. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. (B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the prime history has several large primes recorded. A pump rewind, load, and prime were performed with no loss of prime. The force sensor calibration was out of specifications. The force sensor plate was contaminated with a green substance and the force sensor plate resistance reading was out of specifications. Unrelated to the complaint, evaluation revealed a scratched display screen and worn keypad symbols, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.